Event description:
Caller stated during pre-op for her tummy tuck a manufacturer representative convinced her to use a tissue adhesive free of charge to seal her surgical wound site. Since the surgery, the caller has had multiple abscesses at her wound site and upper abdomen, abdominal pain, multiple infections, and general inflammation. The surgeon found the adhesive did not close and dissolve into surgical site as intended, instead it fragmented into tiny clumps of which he was unable to remove. The caller attempted to contact the manufacturer on several occasions but has not received any responses. She is currently scheduled to have another procedure to remove more of the adhesive.